Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('four women losing body parts to essure today') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were co in patient¿s social media: ¿medical device removal.¿